Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the patient during a follow up call in which the patient inquired about a medication prescribed, the patient mentioned experiencing atrial fibrillation 1-week post tavr. It is unknown how the arrhythmia was found as the patient was not clear on the details. The patient mentioned being evaluated in the ed, and was cardioverted to treatment for the a-fib. The patient was not admitted to the hospital. The patient was told by the doctor that the a-fib was 'caused by the tavr procedure because the valve rubs on something in the heart and causes this issue.'

Manufacturer narrative:
Per the instructions for use, arrhythmias are a potential adverse event associated with thv valve replacement. Atrial fibrillation is a common pre existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patient's disease at some point in the post'operative period. According to the literature review, and as documented in ew clinical technical summary for complaints atrial fibrillation, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the afib cannot be determined, it is possible procedural factors or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions or conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was initially reported by the patient, that 1 week post tavr, the patient had atrial fibrillation (afib). It is unknown how the arrhythmia was found as the patient was not clear on the details. The patient mentioned being evaluated in the emergency department, and was cardioverted to treat for the afib. The patient was not admitted to the hospital. The patient was told by the doctor, that the afib was 'caused by the tavr procedure because the valve rubs on something in the heart and causes this issue.' Per medical records review, an EKG post tavr on the same day showed (afib), and on post operative day 1. The patient was not cardioverted until 2 months post tavr.